Event description:
The patient was undergoing a thrombectomy procedure using penumbra system non-sterile pump max supplies canister. The tubing provided with the pump max supplies canister was not used and the physician used old tubing from a previous case. During the procedure, the physician found blood coming back into the tubing. The physician then replaced the pump max supplies canister and tubing and the procedure continued successfully.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.